Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation and the receipt of medical records. B4, g3, g6, and h2 have been updated. B5, b7, h6: health effect - clinical, type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the patient's anatomy was provided by the site and reviewed. The valve was observed to be under-expanded at mid-valve, 23.7mm (0.5 mm added for outer diameter) and all three thv leaflets were calcified and thickened. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapient xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). In this case, calcification was confirmed based on provided imagery. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.

Event description:
As reported by the field clinical specialist, approximately 3 years and 9 months following a transfemoral aortic valve replacement procedure, the 26mm sapien 3 ultra (s3u) valve failed due to stenosis and was replaced with a 23mm sapien 3 ultra resilia valve. Per follow-up communication from the facility and relayed by the field clinical specialist, transthoracic echocardiogram showed aortic valve (av) mean gradient of the s3u is 75.0 mmhg, av dimensionless index of 0.11, with no aortic valvular regurgitation. The valve appeared to be thickened with restricted mobility. Elevated gradients were noted, suggestive of severe prosthetic valve stenosis. The CT showed severe calcified degeneration of the leaflets. Per the imaging review, all three thv leaflets are calcified and thickened, the valve is under-expanded at mid valve, 23.7mm (0.5mm added for outer diameter), and the valve position is low (60:40) at the non-coronary cusp. Per the medical record, patient was noted to have worsening dyspnea with exertion and av peak velocity was 5.58m/s and av area was 0.37cm2.

Event description:
As reported by the field clinical specialist, approximately 3 years and 9 months following a transfemoral aortic valve replacement procedure, the 26mm sapien 3 ultra (s3u) valve failed due to stenosis and was replaced with a 23mm sapien 3 ultra resilia valve. Per follow-up communication from the facility and relayed by the field clinical specialist, transthoracic echocardiogram showed aortic valve (av) mean gradient of the s3u is 75.0 mmhg, av dimensionless index of 0.11, with no aortic valvular regurgitation. The valve appeared to be thickened with restricted mobility. Elevated gradients were noted, suggestive of severe prosthetic valve stenosis. The CT showed severe calcified degeneration of the leaflets. Per the imaging review, all three thv leaflets are calcified and thickened, the valve is under-expanded at mid valve, 23.7mm (0.5mm added for outer diameter), and the valve position is low (60:40) at the non-coronary cusp.

Manufacturer narrative:
The investigation for this report is ongoing.